Manufacturer narrative:
The actual result is still on the report, just not the flag. Merge healthcare is evaluating work-arounds and potential modifications to ensure flags or related information is readily apparent to a user regardless of test results that may exceed the modality's linear range.

Event description:
Merge lis is a lab information system that is intended, for ordering, managing and reporting laboratory results. On (B)(6) 2016 a merge lis customer alleged that there was an expected positive or negative result missing from a report. Merge healthcare investigated the issue and determined that those lis customers, typically toxicology, that utilize threshold tests with a linear high end point. The positive or negative flag may be missing from a merge lis report when the test's resulting value exceeds the detectable range on the modality/testing instrument. Due to the possibility that a viewer of a report may not detect a missing high/positive flagged result which may lead to a potential for misdiagnosis or mistreatment of a patient. (B)(4).

Manufacturer narrative:
A software defect which prevented flagging from occurring on the patient final report and summary of findings (sof) report for results that exceeded the modality's linear range was corrected in merge lis software version 4.1.5 patch 1 released june 29, 2016. Revised information contained in this supplement report includes the following: updated contact office name address. Indication that this is follow-up report 001 . Indication of malfunction as reportable event. Indication of additional information and device evaluation.